Event description:
It was initially reported by a nurse that a vns pt needed generator and lead replacement. The reason for replacement was not known at the time. Additional info was received from the explanting facility indicating the pt was explanted due to high lead impedance while the generator was replaced prophylactically. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date. The explanted lead was returned to the MFR and underwent product analysis. Analysis of the returned lead revealed that during the visual analysis the connector ring quadfilar coil appeared to be broken approximately 4mm from the electrode bifurcation and the connector pin quadfilar coil appeared to be broken at approximately 6mm. Scanning electron microscopy was performed and identified the area as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that the stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrode section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.